Event description:
It was reported that when the patient was sitting, he did not feel stimulation, but when he would lay down he would "really" feel it. The patient felt stimulation in his back where the device was implanted, but when laying down he felt stimulation in his groin area. The patient started feeling stimulation in his device area about three weeks ago following a fall "a couple of weeks ago". The patient had been sitting driving 14-16 hours a day and not doing anything he was supposed to be doing. The patient started out at 3.0 volts and now was up to 7.0 volts, and at night the patient would turn the device up to where he could stand it. Subsequent information received reported that the patient was still having concerns with his device or therapy but was working with this doctor or manufacturer representative. An appointment date of (B)(6) was noted. Additional information has been requested, but was not available as of the date of this report. When received, a supplemental report will be submitted.

Event description:
Follow up reported there was a shocking and jolting sensation at the implantable neurostimulator (ins) location. Symptoms occurred following a fall. Patient fell about two months prior and since then had felt shocking around the ins site. Patient did not feel this constantly but occasionally when sitting their truck driving and laying on their left side. It was noted the patient felt like they were "losing control" and that symptoms were close to how they were before implant. Patient had no stimulation sensation since the fall. Different programming and increasing stimulation amplitude was attempted but the patient still did not feel stimulation. Impedance levels were normal at the time of the report. During report reprogramming was attempted and the patient reported feeling shocking at the ins site. Impedance were ran again and still within normal range. An x-ray had previously been taken and shown the lead had moved. Further follow up reported the patient would be having a revision. At the time of report the patient had the device off and the patient was doing fine. Further follow up reported the patient had a revision. The health care provider opened the incision over the ins and noticed that the connection was not secure. The health care provider disconnected the lead and the ins connection was cleaned and dried. The components were reconnected to the device. Impedance check was run and the problem resolved. The patient was programmed and was doing fine at the time of the report. No further information was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3889-28, lot# v365060, implanted: (B)(6) 2012, product type: lead. Product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).